Event description:
The intralase fs laser was used to create a corneal flap for lasik surgery. Postoperatively the pt presented with bilateral diffuse lamellar keratitis (dlk). The right eye required a flap lift and rinse at the 2-day postop visit. The pt's preoperative bcva was 20/20 ou and the most recent post-op ucva was 20/20 ou.